Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field : g2 (select health professional) additional information added to fields: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the front panel did not turn on properly due to faulty printed circuit board. It is surmised that the device was broken and the board was affected due to stress such as heat or humidity. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6). The device was inspected onsite by an olympus field service engineer. There were no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not light properly. The event occurred during routine inspection of the device. There were no reports of patient involvement.